Event description:
Siemens became aware of an incident that occurred while operating the artis q ceiling system. During a patient procedure, the unit experienced a power limit error and switched to bypass fluoro mode. As a result, the patient received a higher radiation dose than usual for the procedure due to the tube issue. We have no indications of any adverse effects on the health status of any involved persons. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Manufacturer narrative:
H3, h6: siemens healthineers completed a detailed investigation of the reported event. The investigation was performed on expert discussions considering complaint description, customer service reports, system history, and system log file analysis. According to the available information, during an interventional procedure, system switched to bypass mode, where only continuous fluoroscopy with reduced image quality compared to acquisitions is available and the acquired scenes cannot be saved and reviewed. The "bypass" mode is a mitigation for different potential failure scenarios, so that a procedure can be aborted in a controlled manner if necessary. In this case, the procedure was finished on the imperfect system. The detailed investigation revealed that the anode rotation drive was malfunctioning, and therefore, anode rotation was not possible. To protect the tube from overheating, the system switched to bypass mode, where only reduced power is available. The root cause for the nonrotating anode was found in a blocked anode bearing. The most common potential root causes for anode bearing blockage are insufficient lubrication, particles within the bearing gap, or overheating of the bearing. Despite all qualitative precautions such as, a 100% function test before delivery, such failures, which are technologically caused, cannot be completely avoided, especially since bearing wear depends on the respective load. Furthermore, the investigation of the received dose reports revealed the applied dose levels were in accordance with the system settings and imaging conditions, as well as the applicable regulatory requirements. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The incident described in the event was not classified as a reportable adverse event after the detailed investigation, because neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected, since the corresponding probability according to the risk analysis is in the range of inconceivable.